Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes floating oil was found. No patient injuries were reported. The following information was provided by the initial reporter: phase: during in the process of testing. Defect: found floating oil after centrifugation. Quantity: 2. Effects: no effect on patients and users.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes floating oil was found. No patient injuries were reported. The following information was provided by the initial reporter: phase: during in the process of testing defect: found floating oil after centrifugation. Quantity: 2. Effects: no effect on patients and users.

Manufacturer narrative:
Investigation summary: one customer photo was received for review and analysis. After review and analysis of the customer photo, an oil gel globule can be seen in the serum. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. A review of the device history record (DHR) could not be performed as the batch number is unknown. This complaint has been confirmed for oil gel globule based on the photo provided, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. Bd quality will continue to monitor sample quality complaints.